Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported death. Death is listed in the instructions for use as a known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported through a research article that between august 2016 through april 2020, 846 patients underwent a mitraclip procedure to treat mitral regurgitation (mr). The mitraclip may have caused or contributed to death. Additional information is listed in the article, titled ¿impact of residual mitral regurgitation after transcatheter edge-to-edge repair in atrial functional mitral regurgitation: results from mitra-pro registry.¿

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B2: date of death estimated b3: date of event estimated d4: the UDI is unknown due to the part/lot number was not provided d6: date of implant estimated literature: article titled "impact of residual mitral regurgitation after transcatheter edge-to-edge repair in atrial functional mitral regurgitation: results from mitra-pro registry.